Event description:
Patient reported that an intraocular lens (iol) is not working as advertised. Patient had surgery on (B)(6) 2022 and had injection 3 times in the left eye. The patient reported his eyesight in his left eye was perfect for 2 days following surgery. However, he had 3 doctors with 3 different opinions following surgery. Through follow up, it was learned that the patient stated his vision was great the first two days following surgery in his left eye, however, his vision started to fade and get blurry. The patient cannot see clearly without his glasses. When he drives and looks at his dashboard it is blurry. But even with glasses, his vision is not right because of his other eye. The patient is supposed to get his right eye done, but is hesitant to get his right eye implanted with an iol until his left eye has resolved. The patient also complained of seeing flashing like a fan blade. No other treatment provided. The patient indicated that his doctor said the lens looks good and there is nothing wrong with the lens. The patient will seek another opinion for further follow up. The patient confirmed the 3 injections were given due to the pressure in his left eye. The patient does not recall the type of injections administered or what his eye pressure was at that time. The issue occurred after the iol implant and confirmed he did not have any history of eye pressure issues prior to implant. The patient confirmed he does not have any eye pressure issues and that the pressure issue has been resolved. The lens remains implanted. No other information is available.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.